Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose (bg) level due to this event; however, the customer reported an unrelated bg level of 230 (mg/dl). A correction bolus was delivered to address bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared.